Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, deformation and capsular contracture was received on november 13, 2025, with lot number 2043781. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Deformation: not observed through visual inspection. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "implant rupture with capsular fibrosis grade ii-iii and deformation". This record is for the "left" side. Device has been explanted.

Event description:
Healthcare professional reported "implant rupture with capsular fibrosis grade ii-iii and deformation". This record is for the "left" side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.